Event description:
In 2006, peri resection and reversal of colostomy procedure, the introducer sheath broke while being peeled away. After the catheter was inserted , the sheath was backed-out of the skin and peeled at the t-peel tabs when the breakage occurred-one side of the sheath broke half way. The fragment, approximately three (3) inches, was retrieved from the patient. No further complications (e.g. Infection), were reported to date.

Manufacturer narrative:
The device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. It is noteworthy that the directions for use (dfu) states, 'caution: while holding catheter tip, withdraw introducer sheath completely from puncture site to avoid breakage. Split introducer sheath and peel away from catheter (figure 6).' If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.